Event description:
Base unit melted on the bottom. Customer stated an IV bag was placed above and dripping solution onto the base when it heated. Customer indicated there was a smell for over 3 hours due to not being able to locate its source. Black charring and smoke was found. One nurse went home vomiting, 5-6 others complained of scratchy throats & headache, and patient was removed from the area. No treatment was administered. A request was made for return product and replacement product was sent.